Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to pain: on a bone scan the tibial look loose. Poly, tibial and keel were pulled and replaced with our implants.